Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump infused parenteral nutrition (pn) too quickly (over infusion), causing the infusion to run dry before the next pn bag was available during patient infusion at intensive care unit department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.